Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the belt failed the hi-pot test. Investigation revealed a pinched pulse wire in the distribution node (dn) along the dn to front therapy electrode cable. The cause for the pinched pulse wire was unable to be positively determined. No adverse event resulted from the damaged pulse wire or cable. The last pt to use this belt did not report any deficiencies.